Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow. Therapy was interrupted and the pads were replaced with a new set of pads.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted one of the fluid delivery tubes on the left torso pad was cut. Further inspection noted that the clear plastic connector on the right thigh pad appeared to be damaged. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 1.91 l/min m2 flow rate was registered during the test due to the pad was noted crushed. Left thigh pad: a total of 1.59 l/min m2 flow rate was registered during the test due to the pad was noted crushed. Right chest pad: a total of 1.91 l/min m2 flow rate was registered during the test due to the pad was noted crushed. Right thigh pad: the energy connector was noted damaged, the flow could not be stabilized. Note: the tube was re-connected to the manifold connector on the left chest pad in order to perform the functional test. According to the test method the flow rate was out of specifications on the left and right chest pads and for the left thigh pad. On the right thigh pad the flow could not be stabilized because the energy connector was damaged which caused air leakage. The specifications state that the flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.